Manufacturer narrative:
The device has been discarded. A video has been provided for evaluation. Investigation is not complete.

Event description:
The event involved a primary plumset that leaked paclitaxel. It was reported that paclitaxel 136 mg was prepared in the aseptic insulator as per protocal, the pharmacist primed the set with saline solution, opening the filter vent cover from the chamber, once the set was primed the cover was closed and the drug was attached. The set was subsequently examined by another pharmacist for quality control, who verified that there was no particles or leakage, the product was sealed and sent to oncology. Once there, the head nurse connected the set to the pump and when it started to flow, it leaked through the chamber. Another set was prepared. The event did not happen during patient use and no one was harmed as a result of this event.

Manufacturer narrative:
No list # 140013190 product samples or photographs were returned for investigation. A video was provided which shows a drip chamber vent leaking infusate solution. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint can be confirmed.